Event description:
Allergan style 45 implants have ruptured in past I had no idea. Been sick with these implants. See details below. I've had allergan breast implants twice. First set ruptured within the first year. Replaced in 2012. Had capsular contracture 2013. Surgeon advised surgery needed to fix. In 2014 had surgery to fix and he found ruptured implant. We had no idea it was ruptured. He said it was a mess and took long time to clean. Could not guarantee it was all removed. Had allergan implants replaced with same type allergan style 45. I called allergan to complain, the rep stated they are man made devices and have been known to rupture with first year or so. I've had nothing but issue with these allergan implants and my health. Since having them I developed one liver hemangioma at first now told I have 2. Never had them before. I have small growth on breast. Uterine fibroids that I didn't have before and abnormal cells in cervix. Constantly feel sick. This I know is all due to allergan implants. I have the medical device cards for the current set of implants. The first set ones taken out in 2014 were sent back to allergan by my surgeon. FDA safety report ID# (B)(4).